Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es encountered an issue where the patient's profiles and orders were not crossing over to the station, thereby preventing users from accessing the medications. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the patient orders were not showing up on the station because the user was unaware of its functionality. A technical support specialist accessed the station and identified two patient profiles marked as admitted. One of the profiles contained a misspelled name but included numerous orders. Subsequently, the adt merged the two active patient profiles and transferred the orders to the newly created profile. The orders have now been confirmed as visible on the station. The system functioned as intended after the technical support specialist troubleshot the device.